Manufacturer narrative:
The patient's death was originally reported under MFR # 2916596-2019-01033. MFR # 2916596-2019-01033 also captures the patient's pump exchange due to thrombus on (B)(6) 2019. Manufacturer investigation conclusion: a direct correlation between (B)(6) and the reported patient outcome could not be determined through this evaluation. It was reported that support was withdrawn and the patient expired on (B)(6) 2019 following a heartmate ii to heartmate 3 pump exchange on (B)(6) 2019. The cause of expiration was requested, but was not provided by the account. Multiple attempts to obtain additional information regarding the patient¿s outcome as well as requests for return of the pump were issued to the customer; however, no additional information was provided and the device has not been returned to date. The complaint file will be closed accordingly. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped on 18feb2019. No further information was provided, the manufacturer is closing the file on this case.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2019 due to thrombus and later expired on (B)(6) 2019. No further information was provided.